Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device with facility asset otv-s190, clv-s190, and olympus asset ltf-s190. No abnormality was found. No error log related to the reported phenomenon could be confirmed. There was no repair history. According to the inspection result by sorc, noise was generated by the defective contact part of the video connector. Therefore, it was presumed that the image was temporarily blacked out due to a defective video connector contact portion. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the image was blacked out when the connector was connected. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.